Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from (B)(6), stating the device had damaged component bearings and the claim is not defined. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no additional information provided.